Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the ics shut down on its own twice while monitoring patients.

Manufacturer narrative:
Infinity central station (ics) log files were provided for the investigation. The reported shutdowns were confirmed from the log analysis. The diagnostic logs do not indicate an issue with either hardware or software for ics. There were not systematic indications in the diagnostic logs for an initiated shut down by the user. The service technician confirmed that there was no indication of dirt or dust build up near the cpu via visual inspection, which could induce a temperature related shutdown. Based on the investigation, the reported issue is consistent with the scenario that the power was somehow cut to the ics (dislodged power cable/intermittent power cable connection/etc.). The ics shutdown is readily apparent to the user and the bedside monitor will continue the patient monitoring. A historical data query indicates this is an isolated event in last one year. The device reportedly has remained in use at the user facility without further issue.

Event description:
Please refer to the initial report.

Manufacturer narrative:
An error was made on the follow up 1 report where the date received by manufacturer was changed in error. The correct date is 12/30/2016 and has been corrected in this report.

Event description:
Please refer to the initial report.